Event description:
A customer reported obtaining unexpected compatibility results on galileo neo (B)(4).

Manufacturer narrative:
Upon review of the result files, results visually appeared as reported by the neo. The unexpected results may be related to the nature of the antibody in the samples. The instrument is operating according to specifications.